Event description:
Customer's mother reported her son's sensor readings are inaccurate. The insulin pump will alarm low when customer's blood glucose is 83 mg/dl. Customer is not using the insulin pump or sensor currently due to supply issues. Customer was hospitalized and had ketones, but it was stated that customer was off the insulin pump at those times. Customer's last blood glucose was 180 mg/dl. Customer was advised to speak to his doctor about changing his rates to better suit him. Troubleshooting could not be completed because customer is off the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.